Manufacturer narrative:
Evaluation summary: one sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and using a syringe, 18 cc of air was applied to the cuff and it was observed the cuff deflated after a few seconds, the sample was submerged into a container filled with water and it was observed the cuff leaked from several small cuts, the failure mode cut in cuff is confirmed. The device history record (DHR) was reviewed and no discrepancies were found. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The damage observed in the sample would have been detected during the manufacturing process. Information has been added to the database and complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube began to fail and would not hold any inflation even if it was used before approaching 28 days. The customer reported that the patient was required to be re-cannulated.